Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the bd 1ml tb syringe slip tip experienced a needle that was loose/pulled out of hub during use. The following information was provided by the initial reporter: consumer reported having one syringe that was so dull it wouldn't penetrate her skin during injection. Stated she had another syringe where the whole needle and needle base component came off during her injection. Offered consumer a replacement, consumer stated she already took care of her replacement and she switched to another syringe. Lot # 6096902. Cat # 309623. Date of event: unknown.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2020-11-02. H6: investigation summary: seven 1ml syringes with needles attached in fully sealed blister packs (p/n 309623) were received and evaluated. Four were from batch 6026902 and three were from batch 9151828. The cannulas were visually inspected under 10x magnification with no defects observed. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that the bd 1ml tb syringe slip tip experienced a needle that was loose/pulled out of hub during use. The following information was provided by the initial reporter: consumer reported having one syringe that was so dull it wouldn't penetrate her skin during injection. Stated she had another syringe where the whole needle and needle base component came off during her injection. Offered consumer a replacement, consumer stated she already took care of her replacement and she switched to another syringe. Lot # 6096902 cat # 309623. Date of event: unknown.